Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 12, 2020 that a flexiva 200 laser fiber was used in an endoscopic combined intrarenal surgery (ecirs) procedure in the urinary tract performed on (B)(6) , 2020. According to the complainant, during the procedure, the laser fiber was irradiated and was tried to retract inside the scope in order to move to another renal calyx. However, it could not be retracted. When the fiber was pulled out, the fiber was broken, approximately 1 cm from the tip inside the working channel of the scope and removed. Reportedly, no fiber fragments fell inside the patient. The fiber was trimmed and used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address 1 (B)(6) . Block h6: problem code 1069 captures the reportable event of fiber broke. Block h10: investigation results: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned broken. The piece measured approximately 312.3 cm from the top of the connector to the break. The remainder of the fiber, including the distal tip, was not returned. The condition of the returned device confirmed that the fiber was broken during use, likely as a result of handling of the device as it interacted with the scope. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 laser fiber was used in an endoscopic combined intrarenal surgery (ecirs) procedure in the urinary tract performed on (B)(6) 2020. According to the complainant, during the procedure, the laser fiber was irradiated and was tried to retract inside the scope in order to move to another renal calyx. However, it could not be retracted. When the fiber was pulled out, the fiber was broken, approximately 1 cm from the tip inside the working channel of the scope and removed. Reportedly, no fiber fragments fell inside the patient. The fiber was trimmed and used to complete the procedure. There were no patient complications reported as a result of this event.